Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had a cracked battery tube threads. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to low blood glucose. Troubleshooting was performed. The event leading to his admission was a faint episode. The customer's most recent glucose reading was 60 mg/dl, and he has treated with food. Initially, the customer called to report that the insulin pump had an error alarm during the manual prime process. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.